Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Product history records were reviewed and documentation indicated the product met release criteria. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens would not advance in the injector. There was contact with the patient, but no harm. Additional information was requested.

Manufacturer narrative:
The device with lens was returned loose in the blister tray in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. Blood is observed at the device tip. The plunger has been advanced over approximately one third of the lens at mid-nozzle. The trailing haptic is positioned within the optic fold and is looped in front of the plunger, with distal portion extending backward along the right side. The leading haptic is in a straight position with distal tip extended outside the device. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Viscoelastic was not provided. A plunger override was observed. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).